Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. As per vyaire representative after update the software of this unit from patch 14 to 17 the issue is resolved. Vyaire medical findings indicated that most likely related with filter maintenance. Furthermore, the root cause was unable to determined . This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, according to logs blower temperature starts continuously increasing after every startup. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is giving alarm 241-temperature of blower high. The customer confirmed that there is a patient involvement, the patient was removed from the ventilator and connected to another ventilator for safety purposes. Furthermore, there is no patient harm associated with the reported event.